Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician reported that the patient presented in clinic for follow up, it was noted that the pulse generator exhibited intermittent undersensing. The device was reprogrammed successfully to the setting suggested by technical service. The patient was asymptomatic and would be monitored with routine follow ups.